Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 504 mg/dl. The customer administered a manual injection of insulin to address the bg. Reportedly; the customer was able to successfully charge the pump using a secondary usb cable.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 504 mg/dl. Cause was not known. The customer administered a manual injection of insulin to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method for insulin therapy.